Manufacturer narrative:
(B)(4).

Event description:
It was reported that "pocket was affected by bolus doses". Healthcare provider (hcp) performed a dye study and found catheter torn. The dye study showed pooling of dye in pocket. Catheter was replaced. Patient was without injury, recovered without sequelae.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6). (B)(4). Analysis of the returned catheter indicated a broken catheter body.

Manufacturer narrative:
Corrected information: the date received by MFR on the initial MDR should have been (B)(4) 2012.